Event description:
The customer provided an export of work orders that included alleged spacelabs healthcare product malfunctions. The export included the following event details: all tele beds at the nurse's station and in the back hallway of 4g are down and not responding on the display. The biomed reported that they performed a soft reset of the xhibit and verified all tele beds are available, and parameters are able to be monitored as expected. The customer was unable to provide additional information about this event.